Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Approximately three and a half (3.5) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to monitor the patient to discern if the endoleak would self-resolve. Approximately two (2) months later an additional computerized tomography scan was performed, and the type ia endoleak was still visible. Reintervention was completed with the implant of an ovation ix extender. Patient status post-reintervention was not reported. It should be noted that this event was previously filed under MFR# 2031527-2022-00051 on 03/16/2022, as it was unintentionally captured as an afx device and not an alto device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest migration of the alto main body occurred that was not included in the event as reported. These findings were discovered during an examination of a review of the operative notes dated 06/14/2022. The migration was supported by the procedure planning document dated 05/18/2022, showing significant changes in the neck diameter. The neck length (proximal to distal) was reported to be 13mm on the pre index procedure planning. The operative note dated 06/14/2022 states the alto main body migrated to the distal neck. No procedure related harms were identified. Device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the same day of the additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove code 3191. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Approximately three and a half (3.5) years post initial procedure, the patient presented with a type ia endoleak. The physician elected to monitor the patient to discern if the endoleak would self-resolve. Approximately two (2) months later an additional computerized tomography scan was performed, and the type ia endoleak was still visible. Reintervention was completed with the implant of an ovation ix extender. Patient status post-reintervention was not reported. It should be noted that this event was previously filed under MFR# 2031527-2022-00051 on 03/16/2022, as it was unintentionally captured as an afx device and not an alto device. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest migration of the aortic body occurred that was not included in the event as reported. The migration was discovered during a review of the operative notes dated 06/14/2022.